Manufacturer narrative:
Correction: new information indicated that the insertable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received notes that the insertable cardiac monitor was explanted due to unknown reason, which was the cause of failure to interrogate. Chest x-ray was performed and confirmed the absence of device. No device malfunction was alleged.

Event description:
It was reported that the insertable cardiac monitor exhibited failure to interrogate. No intervention was performed. There were no patient consequences reported.